Event description:
Per information provided to co by the physician's office, the device was removed due to "infection." 5/5/97-per additional information provided by the physician/surgeon's office, the entire device was removed.